Manufacturer narrative:
Insulin pump passed displacement test. The vibrator motor and audio tones/beeps functioned properly. Hardware low level failures alarm (variableinfo=3) during self test and confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer could not hear beeps when audio volume settings were saved. The customers blood glucose level was unknown at the time of incident. Customer was advised the pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.